Event description:
The customer called to report condensation inside the insulin pump. Troubleshooting was performed. The customer stated that the device was exposed to the sun and the screen went blank. The battery was replaced and the screen returned, but the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic assembly.